Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek vantus meter serial number (B)(4). The laboratory result using innovin reagent was 1.6 inr and the meter result was 2.1 inr. The therapeutic range was 2.0-3.0 inr and the customer tests weekly.